Event description:
Screws stripped out. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additonal parts involved in event:part no. Description1400-9245 universal driver;1400-9465 rigid driver.